Manufacturer narrative:
Performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. Analysis of the device memory indicated a wireless telemetry session was unable to be established. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department as they were experiencing shocks for ventricular fibrillation. The remote monitoring transmission indicated that wireless telemetry was no longer available and there was an electrical reset on the implantable cardioverter defibrillator (ICD). It was also reported that there was insulation damage to the right ventricular (rv) lead that likely resulted in an arc of shock to the ICD. The patient was admitted and given anti-arrhythmic medication in the intensive care unit. The ICD and rv lead were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The reported no reason code power on resets were confirmed in the device save to disk data. Hybrid analysis demonstrated that the device was fully functional and no new power on resets were generated. No evidence of high voltage arcing was observed on the device exterior or interior. Hybrid analysis did not identify any anomalies that would account for the power on resets. Field data indicated that there was insulation damage to the right ventricular lead. The multiple defibrillation shocks and corresponding no reason code power on resets are consistent with high voltage therapy into a damaged lead. If information is provided in the future, a supplemental report will be issued.